Manufacturer narrative:
The reported event of lvp door latch sear damage file was opened to document an event that the customer reported. Although no devices or logs were provided for investigation, the site visit summary contains photos that confirm the customer¿s generalized report. An investigation can't be performed using the attached photo alone. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that the lvp door latch has sear damage during a cpc and tpc site visit. There was no report of patient involvement.